Event description:
It was reported that six months post postoperatively, the pt was re-admitted with severe groin pain. Laparoscopy showed adhesion from sigmoid appendix epiploia to internal ring; this was divided with subsequent loss of symptoms. This occurred during a clinical trial.